Event description:
A caller reported a data error alert 4 after the pump ship date, with intermittent history logs before the alert. The caller declined to share their blood glucose level at the time of the issue, and there was no adverse impact reported. The caller received assistance from cts to re-enter affected settings and was informed about complete pump reset information. The caller chose to reset the pump at their convenience and declined further follow-up from cts.